Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by the end user's husband, who stated that during use, one of the chair's legs reportedly folded under, causing the chair to collapse. The end user reportedly sustained a cut and bruise on her left leg and a swollen left ankle, and was later prescribed antibiotics. If additional pertinent information becomes available, a follow-up medical device report will be submitted.